Manufacturer narrative:
(B)(4). Concomitant medical device: non-bd extension set and 10ml bd syringe ref 306500 lot number 708611c exp 2020-03-26 0.9% sodium chloride. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that while a pump was peripherally infusing normal saline after an antibiotic was administered, blood backed up through the extension set and leaked through the valve at the needleless connection site of the tubing. There was no patient harm.

Manufacturer narrative:
The customer¿s report of blood backing up through the maxplus extension tubing was confirmed. The report of leaking was not confirmed. Visual inspection showed evidence of blood throughout the valve body and the tubing below it. Neither fluid backup nor fluid leakage were replicated. Both received tubing sets were tested together and separately. It was discovered that there was an occlusion in the non-bd tubing set, at or near its male terminus. The maxplus extension tubing was functioning effectively. The cause of the reported failure was the occlusion in the non-bd tubing causing a pressure differential, and thus reflux into the bd set.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "peripheral IV, normal saline flush infusing, blood backed up through the t-connector and leaked through the connection of the t-connector and IV tubing."